Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device met specification and none of the allegations made against it from the field could be confirmed through analysis.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient was presented to their follow-up clinic with increasing shortness of breath at rest and with exercise. Upon interrogation, the patient¿s left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No capture at maximum outputs was also observed. The patient¿s crt-d was reprogrammed to vvi 40 and the lv lead was deactivated. The physician suspects the lv lead was fractured, however, this was not confirmed through either x-ray or fluoroscopy. A revision procedure for the lv lead is currently being planned. For now, the crt-d remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that a revision procedure was performed and the patient¿s rv was surgically abandoned while the device was explanted. No additional adverse patient effects were reported.